Event description:
Medtronic received a report that the surgeon planned to use swim technology to mechanically remove the thrombus. The stent was hydrated and entered the marksman to start delivery. When it reached internal carotid c2, the resistance increased. The surgeon continued to deliver the stent. When the stent tip crossed the t bifurcation, the stent resistance was large. When the surgeon adjusted the stent, he found that the stent had been detached. When the pushwire was removed, it was found that the stent was broken near the detachment point. Then the surgeon changed the strategy and used aspiration to remove the thrombus. There was resistance in the distal section of the catheter during delivery. The vessel was tortuous. There was pushwire break/separation. The pushwire was not torqued during the procedure. The pushwire break/separation location was the distal section. All broken segments of the pushwire were removed from the patient. The stent body was broken inside the body and was pulled out directly using the pushwire. The stent remained in the patient. No patient symptoms or further complications were reported as a result of this event. The device and any accessories were prepared as indicated in the IFU. The patient was undergoing surgery for treatment of a middle cerebral artery (mca) ischemic stroke. It was noted the patient's vessel tortuosity was moderate. The baseline modified rankin scale (mrs) score was 4, procedure score 1. Baseline national institutes of health stroke scale (nihss) was 14, post procedure 1. Baseline tici score was 0, post procedure 3. The IV was not tissue plasminogen activator (tpa) contraindicated. There was one pass of the device. The stroke onset to reperfusion time was 3 hours. Ancillary devices include a 8f puncture sheath, 8fguiding cover device, and avigo14 guidewire. The stent remained in the patient. The location of the broken device was at the attachment of stent welding point. There will not be any additional surgical intervention to remove the broken device from the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.